Manufacturer narrative:
Correction: update to implant date an event regarding loosening involving a trident shell was reported. The event was not confirmed. Method & results: -device evaluation and results: visual, dimensional, functional and material analysis could not be performed as the device was not returned. -clinician review: no medical records were received for review with a clinical consultant. -device history review: review of the product history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there has been no other event for the lot referenced. Conclusions: it was reported that the patient was revised due loosening of the cup. The event could not be confirmed nor the root cause be determined as insufficient information was available. No further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's right hip was revised for shell loosening. The shell, poly liner, and ceramic head were revised to a stryker revision shell with a biolox head and a poly liner. Rep confirmed that there are no allegations against the revised head or liner, and reported that no further information will be available.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.it was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported that the patient's right hip was revised for shell loosening. The shell, poly liner, and ceramic head were revised to a stryker revision shell with a biolox head and a poly liner. Rep confirmed that there are no allegations against the revised head or liner, and reported that no further information will be available.